Event description:
It was reported by service report that the foot end brake was not working. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Clevis pin, rue ring cotter.